Event description:
It was reported that the renasys go dressing sponge was very soaked, but the machine did not aspirate and did not signal any alarm. The treatment was continued with the same device with no delay. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned for evaluation. The visual inspection found defects to the outer case. The functional evaluation found that the device had a kinked tube within, rendering the device being unable to generate enough pressure. This would have contributed to the lack of exudate removal establishing a relationship between the events reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.